Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('12-day long periods (ablation doesn't work)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), gingival recession ("receding gums"), alopecia ("thinning hair"), mood swings ("mood swings"), anxiety ("anxiety"), acne ("acne"), vision blurred ("blurry vision"), skin infection ("skin infection"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue") and psoriasis ("psoriasis"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, back pain, gingival recession, alopecia, mood swings, anxiety, acne, vision blurred, skin infection, vulvovaginal mycotic infection, fatigue and psoriasis outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, psoriasis, skin infection, vision blurred and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, skin infection, vision blurred and vulvovaginal mycotic infection, psoriasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event psoriasis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('12-day long periods (ablation doesn't work)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), gingival recession ("receding gums"), alopecia ("thinning hair"), mood swings ("mood swings"), anxiety ("anxiety"), acne ("acne"), vision blurred ("blurry vision"), skin infection ("skin infection"), vulvovaginal mycotic infection ("yeast infection"), fatigue ("fatigue") and psoriasis ("psoriasis"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, back pain, gingival recession, alopecia, mood swings, anxiety, acne, vision blurred, skin infection, vulvovaginal mycotic infection, fatigue and psoriasis outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, psoriasis, skin infection, vision blurred and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, skin infection, vision blurred and vulvovaginal mycotic infection, psoriasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('12-day long periods (ablation doesn't work)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), gingival recession ("receding gums"), alopecia ("thinning hair"), mood swings ("mood swings"), anxiety ("anxiety"), acne ("acne"), vision blurred ("blurry vision"), skin infection ("skin infection"), vulvovaginal mycotic infection ("yeast infection") and fatigue ("fatigue"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, back pain, gingival recession, alopecia, mood swings, anxiety, acne, vision blurred, skin infection, vulvovaginal mycotic infection and fatigue outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, skin infection, vision blurred and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: acne, alopecia, anxiety, back pain, fatigue, gingival recession, menorrhagia, mood swings, skin infection, vision blurred and vulvovaginal mycotic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.